Event description:
Event: post-op. Conversion to open repair and explantation of the graft. Case details: on the day of the event, the patient was implanted with an ancure endograft. During the removal of the device, the jacket guard became stuck in the graft limb requiring dismantling of the handle to facilitate removal of the device. 2 weeks post op: the patient presented in the emergency room with right limb occlusion and complications requiring removal of the graft and open repair.